Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(health effect - clinical, type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) performed fault search, trimmer adjustment of the offset values of the atmospheric pressure transducers and drive. The repair completed by fse and operation tests performed with positive results.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) has an error code 1. There was no patient involvement.